Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product performance issues with this inflatable penile prosthesis (ipp) which was noted to be buckled in the middle of a cylinder. All components of the existing ipp were removed and replaced with a new device. No further patient complications were reported.